Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields- e3, e2. A getinge field service engineer (fse) replaced pressure transducer (682-00-0091-01).

Manufacturer narrative:
Due to character limitation in e1: event site name and the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during use on the patient the cardiosave intra-aortic balloon pump (iabp) unit had an internal communication error message and an unexpected power failure. There was no patient harm or injury was reported. The console was exchanged for a functioning console and the original console was labeled with "do not use, biomed to service, internal communication error.